Event description:
It was reported that a device was used during laparoscopic gastric bypass. Device was used without incidence. Pt became ill and was sent for re-op. It was observed that the staple lines were leaking gastric contents into the abdomen from the pouch side. Surgeon oversewed staple lines and placed a g-tube to complete the re-op. Pt received antibiotics for infection.